Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that when he removed the sensor pod, he had a bump and red mark that resembled a bee sting at the sensor insertion site. Both the bump and red mark have resolved over time. He was evaluated by his physician on (B)(6) 2019, who attributed the bump and red mark to the sensor insertion needle. No medications or treatments were prescribed. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.